Manufacturer narrative:
Product event summary: analysis found the device did not startup. The mainboard and display were defective and the battery contacts were contaminated. The ventricle connector was broken.

Event description:
The external pulse generator was returned to the manufacturer for routine service, analyzed and tested out of specification. There was no patient involvement.